Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed due to infection. A tactra malleable prosthesis was implanted until the infection cleared. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.